Manufacturer narrative:
(B)(4). Investigation summary: a device history review was completed for material number 302832 and lot number 0052748. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two physical samples and three photos were received for evaluation by our quality team. The two physical samples came in a (B)(4) plastic bag with no packaging blister. Each had a connected needle assembly and have been used. A visual inspection was performed with a 30x microscope and a fine foreign matter was observed adhered to the bottom of each of the stoppers. The source of the fine foreign matter is unknown and because of its size no further analysis could be performed. In the three photos provided, two show the samples received and, in the third photo, one of the samples in the packaging box. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Probable root cause could not be offered. Because of the size the foreign matter could not be analyze. The samples have been used. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe had foreign matter in the syringe. This occurred on 2 occasions before use. The following information was provided by the initial reporter: fine white foreign material were found in the stopper of the syringe while preparing expensive anticancer drugs.